Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issue was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The plug assembly was inspected and no issues were observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer was reported to have experienced hypoglycemia and had loss of consciousness; however, upon regaining consciousness the customer was able to self-treat by consuming jelly babies. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Current was applied to the sensor to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section (h11 - additional mfg narrative ) and d9 -(date returned to mfg) were incorrectly documented in the previous report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer was reported to have experienced hypoglycemia and had loss of consciousness; however, upon regaining consciousness the customer was able to self-treat by consuming jelly babies. There was no report of death or permanent injury associated with this event.